Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
X-ray revealed that there is an insulation breach on the lead. Further information could not be obtained.